Manufacturer narrative:
Only and adverse event was reported. No product issue was alleged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had pain at the implant site and their symptoms were worse than prior to insertion. It resolved with oxybutynin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that a therapy issue was the cause of the explant. They told the doctor they didn't need it. It really caused a lot of problems with their bladder.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's interstim ins and lead were explanted because they should have never had it implanted to begin with. Patient stated that their previous managing health care provider (hcp) had incorrectly diagnosed them with oab-overactive bladder which was why they implanted the interstim system. Patient said that the interstim system gave them a lot of problems since it was implanted in (B)(6). When asked to clarify, patient stated it drove their bladder and urinary tract crazy. The ins and lead were explanted on (B)(6) 2017. Patient mentioned that their hcp had conducted a robotic surgery for another reason, but patient did not need that procedure. Patient wanted to know what to do with the interstim programmer and it was reviewed that they could donate it or dispose it off as desired. No further patient complications were reported /anticipated as result of this event.